Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump repeatedly required battery changes and then would not run. No patient injury was reported.

Manufacturer narrative:
H10: no product was returned however, the pumps operators manual spells out (see user manual section on installing or replacing batteries) the type of batteries to be used and the procedure for installing them into the pump. If these instructions are not followed as written it may affect battery life and/or the ability of the pump to be powered up, started and to be able to deliver medication. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A service device history record review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months.